Manufacturer narrative:
Product analysis is still in progress. A supplemental report will be submitted to the FDA once the product analysis is complete. (B)(4).

Event description:
It was reported that during an atrial fibrillation procedure there was noise on all channels both on the carto 3 system and the recording system with this catheter in use. The cable was exchanged with no resolution. The noise issue was resolved by exchanging the catheter with another from same lot#. Caller also reported that after 2 seconds of ablation with the replacement catheter, the temperature rose quickly to the temperature cut-off of 40 degree celsius, the system stopped ablating with ¿temp limiter¿ error displayed on the stockert generator as the generator is designed to. The noise issue was resolved by exchanging the catheter with different lot #. The procedure was completed with no patient consequence. This event is reportable because additional follow-up confirmed that the signal noise occur on all the channels, including the 12 leads of bs and all ic (intracardial) recordings and on both carto and the recording system at the same time. The physician was not able to interpret the signals on both bs and all ic recordings due to the severe noise which began as soon as the ablation catheter was connected at the beginning of the case.

Manufacturer narrative:
(B)(4) it was reported that there was noise on all channels both on the carto 3 system and the recording system. It was also reported that after 2 seconds of ablation with the replacement catheter, the temperature rose quickly to the temperature cut-off of 40 degree celsius, the system stopped ablating with temp limiter error displayed on the stockert generator. Both catheters were returned and analyzed. The returned devices were visually inspected upon receipt and they were found in normal conditions. Per the event, the catheters were tested for electrical performance, temperature response and stockert compatibility and it both were found within specifications. The customer complaints cannot be confirmed. Both catheters were from the same lot# 15863880l. The device history records (DHR) were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.